Event description:
During a laparoscopic hernia repair performed on (B)(6) 2012, the roto-cam became hot in the mid shaft resulting in a minor burn within the pt's abdominal wall. No treatment was necessary.

Manufacturer narrative:
The device involved in the reported incident has been rec'd for eval. An investigation has been initiated based on the reported info.